Event description:
It was reported the customer was hospitalized for high blood glucose on (B)(6) 2014. Customer stated they had been experiencing low blood glucose since august. Blood glucose at the time of admission 260 mg/dl. Troubleshooting found the customer's drive support cap was normal. It was also found the customer's insulin pump was functioning correctly at the end of troubleshooting. The customer's blood glucose was stabilized with a glucose gel and a glucagon shot. Customer also requested for their insulin pump to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.